Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: there was a call service 078 alarm observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully with no issues. The pump was exercised pump for 24 hours with no alarms observed. The alleged issue could not be duplicated.